Event description:
According to the reporter, during colectomy right laparotomy, the device pliers impact would not complete the cycle and had error message incomplete fusion cycle. Device would not seal. There was no evidence of energy delivery and end tones heard. There was no bleeding. The device was cleaned several times. There were several good seals before the issue occurred. Different types of tissue was being sealed when the issue occurred. Another device was used using the same generator to complete the procedure. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the product analysis found the device produced an instant regrasp alarm when activation attempts were made. The devices was disassembled and resistance testing was performed. No resistance was observed from the gray wire crimping to the jaw. It was reported that the device stopped working and there was alarm activation issue. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. It was also reported that the device was not sealing. The reported issue could not be confirmed. The most likely cause could not be established from the information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.